Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. Review of the complaint history identified additional similar complaints for the reported item. However, due to the lack of the lot number, an additional lot search could not be performed. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Based on the available information, the reported event cannot be conclusively verified. However, the details provided in the complaint description suggest that the reported dislocation may have resulted from an injury or accident. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure approximately 3 years and 5 months post implantation due to the patient dislocating their hip and disassociating the bearing from the head after being hit by a large dog. During the revision procedure noted osteophyte causing some impingement which was removed. Due diligence is in process and no additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10. G7 dual mobility liner 42mm e item# 110024463 lot# unknown. Act artic e1 hip brg 28x42mm item# ep-200148 lot# unknown. Cpt stem item # 00811400110 lot # unknown. G7 shell item # 00811400110 lot # unknown. G2. Report source: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.